Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, calcified, target lesion was in the extremely tortuous left circumflex (lcx) artery. The lesion was predilated with an unspecified type of 2.5mm balloon. The physician attempted to advance an unspecified size non-bsc drug eluting stent (des) to the target lesion, but the device would not cross the lesion. The physician then advanced a 3.0x12mm taxus express2 des to the target lesion, but this device would also not adequately cross the lesion. Upon removal, it was noticed that the proximal "side" of the 3.0x12mm taxus express2 des appeared "lifted up." The procedure was completed with a different device. There were no pt complications reported with the pt's current condition listed as "good".